Event description:
During a routine left total hip arthroplasty, a drill bit used to drill for the use of bone screws broke off into the acetabulum. The surgeon determined that retrieval of the drill tip would be detrimental to both the quality of the prepared acetabulum as well as pt health. The surgery proceeded without incident.

Manufacturer narrative:
Conclusion: the item in question is an instrument and not an implantable medical device. There is info that supports a reasonable conclusion that the instrument performed as intended. Multiple use items such as drill bits have limited life due to wear.